Event description:
The customer reported a leak occurred due to a roberts clamp cutting through the tubing. No pt harm or medical intervention was reported although requested, no further pt/event info was provided.

Manufacturer narrative:
(B)(4). The customer reported the product was discarded. The report of a leak occurred due to a roberts clamp cutting through the tubing could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.